Event description:
It was reported that a patient presented to clinic for follow up. During unrelated procedure, the right ventricular (rv) lead was found dislodged. The physician elected to replace the rv lead on (B)(6) 2022. The patient condition was stable.